Event description:
During a transhepatic cholangiogram a very small end of one of the 0.18 guide wires broke off and became dislodged within the obstructed left hepatic system. Could not be retrieved.